Event description:
It was reported that the patient developed an infection at the pod's insertion site while wearing the device on the arm. The patient visited their physician and was diagnosed with an infection and was prescribed amoxicillin 500 mg tablets. The device was discarded before seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud: locked down/smartphone: data not available. Cloud: omnipod 5 software app version: data not available. Cloud: smartphone operating system: data not available. Cloud: smartphone hardware: data not available. Cloud: cgm sensor type: data not available.